Manufacturer narrative:
(B)(4). Age/date of birth: unknown/not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that since the implantation of a zlb00 intraocular lens (iol), patient experienced near and distant vision problems in her left eye. The lens was explanted. Reportedly, patient also had a zlb00 iol in her right eye that is doing great. No further information was provided.

Manufacturer narrative:
Device evaluation: visual inspection was not performed as complaint device was not returned for analysis. Therefore the complaint cannot be confirmed.   The manufacturing production order (po) was evaluated and the devices were manufactured within specifications. The units were released according to specification. There is no associated deviation or non-conformity report related to this complaint. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data was reviewed and results showed that the lens was manufactured within power specification. A review of the complaints related to the production order was performed and the results revealed no other complaints were opened for this order number. A historical complaint data review was performed and results did not identify any product deficiency. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing record review, complaint data review and labeling review, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information was received on april 13, 2016 stating that there was no patient injury. Patient is doing well post-op. Product was not returned as it was discarded. All pertinent information available to abbott medical optics has been submitted.